Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during the rotator cuff repair the expressew iii needle tip broke off in the patient. The doctor did retrieve the tip and completed the procedure with another needle. The sale rep reported that there was a 4 minute delay and no patient consequences. It is reported that the doctor did not take x-rays.

Event description:
The sales rep reported that during the rotator cuff repair the expressew iii needle tip broke off in the patient. The doctor did retrieve the tip and completed the procedure with another needle. The sale rep reported that there was a 4 minute delay and no patient consequences. It is reported that the doctor did not take x-rays.: